Manufacturer narrative:
Device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment. The drive support disk was inspected and found loose or protruded. Device received with cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer stated that the insulin pump was drop and damage. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.